Event description:
Three lots of e-z-hd barium were mixed to use for patient care. Instead of being the expected white in color, these product lots were brown. They were not used for patients. Our product was pulled from stock. The manufacturer was notified. Expiration date of the affected lot numbers: 03/2016, lot 68476, lot 68106, lot 67269.